Event description:
Physician reported, intracapsular rupture of left implant. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken assessed, as unidentified (tear) opening (shell thickness within specification). And missing piece of shell assessed, as inconclusive. Additional observations: black particles observed, on the surface of the shell. No further actions are required, since no manufacturing issue is observed.

Manufacturer narrative:
Continued: health effect impact code: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Visual analysis: device photograph(s) for the device related to the reported event rupture was reviewed on (B)(6) 2023. Visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported intracapsular rupture of left implant. Device was explanted and replaced.